Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently did not perform the necessary air removal process at the start of a routine hemodialysis treatment. Rinseback was not performed due to the amount of air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error. The operator did not perform the necessary air removal prior to starting treatment. The cycler alarmed appropriately to the presence of air in the circuit. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. Nxstage medical considers this report closed. No add'l info will be provided.